Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced difficulty connecting the usb cable into the usb port resulting in issues with charging the pump battery. The customer¿s blood glucose was 147 mg/dl. The customer reverted to an alternate method of insulin therapy.